Event description:
It was reported the device displayed alarm downstream occlusion. No patient injury was reported.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed scratches and cracks on the lcd lens screen. Review of the event history log showed an occurrence of a "downstream occlusion" alarm. The reported issue was confirmed during functional testing. The investigation determined that faulty sensors were the cause of the reported issue. The investigation noted the device was over ten (10) years old and the issue was related to normal wear. The downstream and upstream occlusion sensors were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.